Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 noted. Motor was tested outside device and passed. Unit received with corroded motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. Customer stated that the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.